Event description:
Customer called in 2002 alleging that their meter would not power on. During a 3-week period, customer has had to go to the lab 6 to 7 times to have their blood glucose checked. Customer's blood glucose levels were around "400 mg/dl", according to the lab tests. Approx 12-13 days ago, customer had to be taken to the hosp due to dizziness and chest pains. Customer's glood glucose level was tested at "441 mg/dl". The customer was treated with "IV medication". The customer was released the following day. Customer was on a set regimen of insulin. No changes were made to their medication. No further info was provided.